Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that when testing the pacemaker lead during an implant, the helix after extending would not retract until rotating more that 40 turns. The lead was not attempted. No patient complications have been reported as a result of this event.